Event description:
It was reported that this right atrial lead exhibited possible loss of capture. The patient was mostly atrial sensing however on presenting there were three atrial paced beats that were not 100% sure of atrial capture. There were no patient symptoms reported. This ra lead remains in service. No adverse effects were reported.